Event description:
This supplemental report is being submitted due to completion on the investigation on the 19-dec-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot number c1847175 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 12 july 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the following observations were made: distal end of needle examined, and no issues observed, stylet examined and no issues observed, needle removed from device and proximal kink observed below the sheath extender. Needle able to advance and retract with some difficulty, sheath extender able to advance and retract without issues, stylet able to be removed from device but unable to be reinserted past kink below sheath extender. Customer attached photos of the device opened in its original packaging. Device appears to be intact. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1847175 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number lot number. Instruction for use and / label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine due to the little information provided but could be attributed to the device being held at an angle during the procedure causing the needle to kink proximally below the sheath extender which most likely caused the difficulty in needle advancement. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. However, there was no needle kink reported by the customer, therefore based on this information, this complaint file is considered outside the scope of CAPA pr217973. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter, needle could not be advanced during the procedure. Confirmed quantity of 01 devices, confirmed used. Investigation findings conclude that a possible root cause could be attributed to the device being held at an angle during the procedure causing the needle to kink proximally below the sheath extender which most likely caused the difficulty in needle advancement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow-up MDR will be submitted to include the investigation conclusions.

Event description:
Color of mucous membranes in all part of esophagus is normal, vascular texture clear, good peristalsis, no ulcer or abnormal bulge, no varicosity, no abnormal round under bli. Cardia: open, normal cardiac contraction, smooth mucosa. Fundus of stomach: smooth mucosam, a little light yellow liquid in mucus. Gastric body: mild mucosal edema, erythema gastric angle: normal arc, smooth mucosam, erythematous transformation. Gastric antrum: mucosa alternating red and white, erythema, peristalsis acceptable. Pylorus: round, open and close normal. Duodenal bulb: slightly swollen in shape, mucosam surface smooth eus: uneven echo throughout the pancreas, multiple hyperechoic lesions within the pancreatic parenchyma, a type of circular anechoic lesion can be seen in the head of the pancreas, the larger section size is approximately 15.3mm * 15.1mm, no obvious blood flow signal detected by doppler, no significant dilation of the common bile duct and main pancreatic duct, diameter of common bile duct is 5.1mm, pancreatic duct inner diameter 2.3u. During esophageal variceal ligation procedure at pancreas head lesion, user took cook echo-19 needle conduct 5m negative pressure puncture while found out the needle cannot be advanced as expected. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."